Event description:
It was reported that impedances read >4000 ohms on some of the bipolar pairs. They were in the midst of a revision due to high impedance on contact #4 prior to the revision. They changed out the extension and the implantable neurostimulator (ins), and were still getting high impedance on #4 pairs. They switched the extensions in the ins port and then got high impedance on #0. It was recommended to increase default test values and re-run the test. They increased the voltage and pw but #4 was still open.

Manufacturer narrative:
(B) (4).